Manufacturer narrative:
H.6. Investigation: two photos were returned from lot. No. 9141581, cat. No. 320524. Visual examination of the returned photos was carried out and an open carton containing opened pen needle samples was observed. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the photos returned and the fact no samples were returned for investigation this cannot be confirmed to be manufacturing related.

Event description:
It was reported during use the pn 31g 8mm 5b 105bx de device was damaged or there was an open unit package /seal where sterility is compromised (tear drop label). The following information was provided by the initial reporter; the customer noticed the "protective films are missing."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported during use the pn 31 g 8 mm 5b 105bx de device was damaged or there was an open unit package /seal where sterility is compromised (tear drop label). The following information was provided by the initial reporter; the customer noticed the "protective films are missing."